Event description:
It was reported the patient experienced pain and infection at the trial lead insertion site. The physician explanted the lead and treated the patient with oral antibiotics. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.